Event description:
Emt alleged back-to-back comparison of blood glucose using emt (ambulance) advantage system with hospital inform system within 10-15 minutes. Emt reported patient was weak and incoherent, advantage meter = 84 mg/dl. Treated patient with glucagon. At hospital patient was reported as talking and lucid and the hospital's inform system = 40 mg/dl. A request was made for the return of the suspect device and replacement product was sent.